Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted permission to dial in remotely to the instrument. The ccc reviewed the instrument's quality control (qc) data. The customer's qc was in range at the time of the event. The customer ran additional patient samples to confirm issue, no other samples showed discordance. The customer stated there may have been red blood cell debris in the sample in question, however this was unable to be confirmed. A siemens headquarters support center (hsc) reviewed the data provided. Hsc confirmed the issue. The cause of the discordant, falsely elevated blood urea nitrogen result is due to poor sample quality and presence of cellular material. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated blood urea nitrogen result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument, resulting lower. The customer reported the repeat result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated blood urea nitrogen result.